Event description:
It was reported, the customer was hospitalized for diabetes ketoacidosis. The customer's blood glucose was treated with insulin drip and her sugar level was stabilized. Troubleshooting was performed. The customer bolused twice and it happens that the insulin pump did not recognize it.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.